Event description:
It was reported that a user¿s ilet charger was not working, with the device battery not charging despite the case being removed and a different outlet tried; charging was slow and a replacement charger was requested. Symptoms included no device alerts or alarms and no clinical symptoms. Outcomes included no impact to health and no need for medical care. Investigation included basic troubleshooting and user education, followed by a goodwill replacement order for the charger. Investigation of this case revealed a suspected charger performance issue consistent with a malfunction of the external charging accessory, not involving the pump¿s internal components. It was concluded, based on previously established findings for similar reports, that the cause was a charger malfunction.